Event description:
It was reported that the device¿s audible alarms were too quiet for the user, who has hearing loss, and the alarms were adjusted to full volume; the user does not utilize a smartphone for additional alert volume, and the issue aligns with a low audible alarm associated with the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a low audible alarm condition linked to the speaker/sounder component, with no associated clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was consistent with device alarm audibility limitations for users with reduced hearing.